Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient presented to the emergency department with a suspected st elevation myocardial infarction, which was later cancelled after a review of electrocardiogram results. The patient's condition deteriorated, which required the patient to be intubated and the initiation of norepinephrine for cardiogenic shock, indicated by a lactic acid of 11.4 milligrams per deciliter (mg/dl) and acute kidney injury with a creatinine of 2.38 mg/dl. The patient was transferred to the intensive care unit (ICU) and then urgently to the catheterization lab for a coronary angiogram and potential intervention. During an attempt to engage the left main coronary artery, the patient experienced cardiac arrest with ventricular tachycardia/ventricular fibrillation that progressed to asystole. The patient received defibrillation and 5-10 minutes of cardiopulmonary resuscitation (CPR), achieving return of spontaneous circulation (rosc). Following rosc, an impella cp was urgently placed via the right femoral artery. During the subsequent percutaneous coronary intervention with impella cp support, the patient experienced two additional cardiac arrests, requiring further CPR. Throughout the procedure, the patient was persistently hypoxic and hypotensive for extended periods of time. Following the procedure, impella cp placement was confirmed, the device was secured and the patient was transferred to the ICU. After arriving to the ICU, it was noted that hemolysis was suspected due to lysed laboratory results and the observation of red urine, prompting a renal consultation for possible continuous renal replacement therapy (crrt). On the second day of support, the patient's condition worsened, with severely deteriorated lab results and increased vasopressor needs. The patient¿s right foot showed signs of ischemia with a mottled appearance and an ankle-brachial index of 0.4, but the cardiology team was not inclined to intervene and would consider a surgical consult for potential femoral to femoral bypass or distal perfusion catheter procedures. It was noted that crrt was initiated overnight for renal failure, and the patient¿s hemolysis continued with noted red urine. The patient continued to deteriorate and had care withdrawn in the setting of worsening shock and multi-organ failure. The patient¿s care was withdrawn and the patient expired.

Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella pump cannot be excluded as a possible contributing factor in the patient's demise. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
H6. Medical device problem code patient device interaction problem was not included in the initial MDR and is now correctly added. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms: the cause of the injury was not determined due to insufficient clinical details. Hemolysis: clinical reported hemolysis occurring. The product was not returned for investigation. Clinical details implied that the hemolysis may not have been entirely due to the impella, as the patient also had a traumatic foley insertion. Data log review shows positioning alarms occurring on the day hemolysis was reported. Placement signal was also abnormal at the time, showing a general trend down. Clinical details implied that the patient was in very poor condition throughout the case, placement signal reflected that, trending down and losing pulsatility for the entire case duration. Based on the downward trend in placement signal and clinical details stating the patient was deteriorating, the cause of the hemolysis was most likely related to the patients condition. Device history lot: device lot number: 1960394 device history review: pump sn (B)(6) passed all post sterile inspection criteria.